Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in march 2010 and performed to specification, alongside random manual power ons, up to the 20th november 2011. The device failed multiple self-tests due to a low battery between november 2011 and february 2012, the device remained in fault mode until march 2012 when the device passed a self-test. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were recorded between (B)(4) 2015 and the last log entry on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins and was potentially reduced enough to cause the low battery fails recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.